Event description:
The patient reported that they had not received a treatment since their fourth treatment due to having a uti. If the uti has cleared, they would receive their next treatment on (B)(6) 2017. The issue was not resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.